Manufacturer narrative:
The customer's test strips were requested for investigation. Test strip retention samples passed the internal inspection. The report¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:49 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.5 inr. About an hour after meter testing, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 2.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.